Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: error message e315. The cause for the reported event could not be specified as the error was not reproduced. There was no leakage or water invasion of the device and the scope passed the air leak test. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image" event 2: unidentified foreign material clogged in the nozzle it was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. There was no damage where the foreign material was found and no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was not confirmed. In addition, the nozzle was clogged with an unknown foreign material. Due to nozzle clogging, amount of water contact did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovidescope displayed an e315 (scope error) code during inspection for use. The unspecified diagnostic procedure was completed using another device. The patient was not under sedation and there is no reported patient harm associated with this event.